Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was august 21, 2008 where it was reported that the handle pops apart and the damaged comb was replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on november 3, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pin would not engage correctly on the right hand side. The comb was deformed and bent on the right hand side. There was minor wear noted to the roller gear and significant galling to the roller shaft extension. The roller shaft extension end was deformed. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb. The ratchet handle appeared to ratchet normally. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 4, 2016 which included replacement of the damaged comb, roller, roller gear, ratchet gear and side plates. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the device had worn out and the handle was not working¿ was confirmed since during the initial inspection it was noted that the latching pin would not engage correctly on the right hand side and the comb was deformed and bent on the right hand side. While during the initial inspection it was noted that the latching pin would not engage correctly on the right hand side and the comb was deformed and bent on the right hand side, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device had worn out and the handle was not working. Investigation results revealed that the comb was deformed and bent on the right hand side. No adverse events have been reported as a result of this malfunction.